Event description:
It was reported that the systems monitors were black and the system had to be rebooted in order to proceed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.